Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) procedure, suture placement was attempted in the mildly calcified left common femoral artery with a proglide device using the preclose technique. The arteriotomy was 8f. Reportedly, a posterior cuff miss occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 18f and the aaa was completed. Hemostasis was achieved using the two pre-placed sutures of the proglide devices. Suture placement in the right common femoral artery with two proglide devices was successful using the preclose technique and hemostasis was achieved. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported posterior cuff miss is confirmed. In addition, one of the anterior cuff tabs measuring one one-hundredth (0.01) of an inch square was broken off and was not returned with the device. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported posterior cuff miss appears to be related to the patient anatomical condition as calcification likely contributed. The additional proglide devices used to achieve hemostasis appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Reportedly, the device was used in a mildly calcified left common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.